Event description:
It was reported that the device showed a diagnostic mismatch for the amount of atrial fibrillation. The patient followup period of almost one year was longer than the device data storage period of about six months causing suspension of the atrial arrhythmia trending. The histograms were used to quantify the amount of atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was reviewed and revealed that there was a diagnostics problem with under-reporting of at/af.